Manufacturer narrative:
Our product evaluation lab received one model 120804f catheter. The balloon latex on sample 3 appeared deteriorated with multiple cracks and tears evident on the balloon. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation of sample 3. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during device prep, the balloons on 14 fogarty catheters were noted to have large holes, leakage, and would not inflate or hold contrast. After the first two catheters failed, the team began to detect the holes upon visual inspection. The fifteenth catheter functioned, and the procedure was then able to proceed. There was no patient injury. The customer noted that their risk management team filed a medwatch report, though no report number was provided or known at this time. The affected catheters were identified as models 120804fp and 120404fp and came from several lot numbers. This reported instance is for one of the catheters from model 120804fp, lot 63669966.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As part of the manufacturing process controls, 100 percent of the units go through a balloon winding and visual inspection. The units should not have bends, wrinkles, cuts, contamination, stains, deterioration, discoloration, or ripples. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.